Manufacturer narrative:
Concomitant medical products: needleless connector and secure-a cath device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® single lumen power-injectable PICC used as a tunneled cvc was placed on (B)(6) 2018 and found fractured on (B)(6) 2018. The fracture location was reported to be where the tubing joins the hub. The device was used to deliver continuous long term tpn post stormy neonatal course. The device was connected to a neutral valve that was changed every eight (8) days with dressing. The tpn line was changed ever four (4) days. The patient is said to have normal activity but poor vasculature and access. The device was secured by means of a securacath, with secondary securement by bordered tegaderm and infusion line securement to patient's clothing. As reported, the patient was put under a general anesthetic for device removal and replacement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: the complaint device was not returned for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use (IFU), quality control data, and specifications. The device history record was reviewed. There were no non-conformances noted that would have caused or contributed to the reported failure mode. A search of complaint records determined that there have been two similar complaints received on complaint device lot number 8644487. Both reports were received at the same time from the same user. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned. However, pictures and video of the complaint device were provided which aided the investigation. Based on the information available, the cause has been traced to device design; design inadequate for purpose. Measures have been initiated to investigate this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no additional information received since the last report was submitted.